Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a diabetes educator that the patient was hospitalized and diagnosed with diabetic ketoacidosis on (B)(6), 2026. Upon follow-up, the patient reported that a pod worn on the arm for an unspecified duration was observed to be leaking, resulting in skin irritation due to the insulin leaking on the skin. Subsequently, the patient¿s blood glucose increased to approximately 1000 mg/dl, and she developed symptoms including dizziness, which prompted her to seek medical attention. Treatment during hospitalization included intravenous fluids and other unspecified medications to address the skin irritation at the infusion site. The patient remained hospitalized for approximately four days and was discharged on (B)(6), 2026.